Event description:
It was reported that following the implant procedure of the right ventricular (rv) lead, the patient presented with chest pain due to a pericardial effusion. High threshold measurements were also observed from the rv lead. The device was reprogrammed as a response to the high rv threshold value. Diagnostic imaging was performed to exclude lead perforation. The physician elected to explant and replace the lead to resolve the event. The pericardial effusion was drained and the patient was stable with no additional consequences.